Manufacturer narrative:
A unit has not been returned for review; therefore, a technical analysis cannot be carried out. A review of the manufacturing records for the batch found that the device met its material, assembly and product specifications.

Event description:
It was reported, per facility medwatch received (attached), that during a coronary drug eluting stenting treatment procedure, st increase, chest pain, and shaft stretched on the 3.50x20mm taxus express2 drug eluting stent delivery system. As stated on medwatch form: "after stent to saphenous vein graft to posterior descending artery by, spontaneous, temporary acute closure of vessel. Cardene and nitroglycerin given intracoronary. Patient developed st increase and chest pain rated at 9/10, which resolved by the end of case. Stent deployed balloon shaft stretched but intact. Device usage problem: device malfunction - that is, the device did not do what it was supposed to do." Attempts to obtain additional info were unsuccessful.